Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a battery out limit alarm. The customer¿s blood glucose level was 151 mg/dl. The customer reported that they also received the failed battery alarm. The customer reported that battery failed alarm was occurred during normal use. The customer was getting the battery out limit multiple times. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The troubleshooting was performed for battery issues. The insulin pump will not be returned for analysis.